Manufacturer narrative:
The complaint named two different models of electrodes. In addition to the model documented in the previous sections of this report, model t-601, catalogue number sbt601, lot no. 160201-157 had been used. Retained samples of both models sbw601 (lotnr.: 160210-0153) and model sbt601 (lotnr.: 160201-0157) have been inspected visually. One electrode of each lot was applied on a volunteer for six hours. No reaction or deviation could be observed. The retained samples were within specification. No conclusion regarding the initial cause of the irritation can be drawn. However, the IFU explicitly states: "do not place electrodes on skin sites with (...) Injuries of any kind." "Do not use on patients with shown skin irritating effects on skin (...)." The user did not follow the IFU and used electrodes despite of developed skin irritations. We therefore consider a user error to have contributed to the incident. Device not returned.

Event description:
On (B)(6) 2016, we have been informed about an incident with ECG electrodes. Monitoring ECG electrodes (model sbw601 and model sbt601) and a verité-cem machine and imd post event machine had been used in a heart monitoring procedure with a duration of 30 days. The patient's skin type was described as normal, no hair and the body type as "athletic - dark skin tone". The skin was cleaned with "soap and water", not shaven, not disinfected, and dried. It was reported that the patient developed a skin reaction on (B)(6) 2016 within the first 24 hours of use ("red & bumpy - itching & burning"). The patient reported that the skin reaction was exactly under the electrodes. The skin reaction was located above and below breast area on the left and right side. Two different doctors were consulted, "one gave cream for 15 days and the other gave the same in lotion form for 30 days. - the cream/lotion was augmented betamethasone diprionate 0.05". It appears the patient continued the monitoring study for the entire 30 days despite of the skin reactions and had these reactions treated in parallel. It was also stated that the reaction just started fading the week of (B)(6) 2016.